Event description:
Nurse had just finished administering second unit of packed red blood cells when blood leaked from the "#2" site on the tubing of the level 1 fluid warmer set up. No blood exposure to staff/employee. Level 1 unit and tubing pulled from service. Internal biomed staff examined level 1 unit and found no problems with it and it was returned to service. Tubing retained as thought to be source for blood leakage. The manufacturer was not notified of occurrence.